Event description:
It was reported that all of a sudden, the morning of the report a patient¿s device started acting up. Stimulation was uncomfortable and when the patient tried to decrease stimulation, she was seeing the poor communication screen on the patient programmer. The patient got the programmer to connect with the implantable neurostimulator (ins) and was able to decrease stimulation. Stimulation was comfortable and seemed ok. The patient received assistance from a manufacturer representative and her concerns were resolved, and she did not have concerns with her device or therapy.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 889-28, lot# va05t1d, implanted: 2013 (B)(6); product type lead. (B)(4).